Manufacturer narrative:
The defective device was not returned, and the device logs were not returned for evaluation. Technical support received a purchase order for the replacement blender; however, we are unable to determine a definitive root cause as additional information was not provided.

Event description:
It was reported that the device was not delivering fio2. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. H4: device manufacture date is unknown.